Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via phone call that the insulin pump's act button was unresponsive. The customer reported that the act button previously seemed to be too sensitive, then stopped responding. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to flattened act button dome switch. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.